Event description:
The fossa component dislocated from the tmj joint and the patient is having a new fossa implanted.

Manufacturer narrative:
Per the surgeon, there was no indication of the device not functioning as intended. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.